Event description:
Reporter alleged the customer obtained a discrepant blood glucose result in the 350-359 mg/dl range on the advantage system compared back to back with a result of 162 mg/dl on the doctor's system when testing was performed less than 10 minutes apart. Reporter indicated that she was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.